Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported, that the patient presented in clinic for a follow-up. Upon review, it was discovered, that the right ventricular lead exhibited failure to capture. It was noted, that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.